Event description:
An implantable pulse generator and two pacing leads were returned to the manufacturer after the patient's death which occurred approximately five months post implant. The cause of death has been requested and not received.

Manufacturer narrative:
Follow up information received from the physician indicate that the patient had lung cancer and there was no device related cause of death. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, all insulators were breached cut and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic depression and there was apparent explant damage. It was noted that visual analysis was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, all insulators were breached cut and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic depression and there was apparent explant damage. It was noted that visual analysis was performed only.